Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 05/08/2015 with the following findings: the keypad was found to intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive to button presses. The keypad cover was removed and there was evidence of contamination observed under all of the button contacts. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a crack in the pump case between the display lens and pump seal.